Event description:
A customer reported receiving a minimum fill notification while trying to load a new cartridge onto their pump. As a result of the issue, the customer's blood glucose level displayed as ¿high,¿ but the specific value was unknown. To address the elevated blood glucose level, the customer administered a correction injection using a manual insulin delivery method. The customer did not require assistance from a third party. Technical support instructed the customer to clean the pump's pneumatic tap area and upon reloading the same cartridge, the issue was successfully resolved. However, the customer requested a replacement cartridge due to having experienced similar issues with previous cartridges.